Event description:
It was reported that a chemotherapy infusion was programmed to infuse over 24 hours, however the infusion was complete in 20.5 hours. There was patient involvement however there was no patient harm.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No product will be returned.